Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (500mcg/ml at 119mcg) via an implantable pump for intractable spasticity. It was reported that patient had a swelling in the lower back near incision implant. They believed it was from an old puncture attempt at time of implant. The provider opened  the back and the catheter was intact but they were unable to do a dye study. Caller stated they noticed a previous lumbar puncture site was leaking cerebra spinal fluid (csf) the doctor put a purse string suture too this site. The issue was resolved, patient alive no injury.